Event description:
Resident was raising from a bed with the tempo floor lift when a noise was heard. At this point, the complete boom dropped the resident down to the bed. The resident sustained bruises, but it was not reported that they required any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4) as of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted. The on-site eval of the device has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.